Event description:
Patient is a 47 year old male admitted for abdominal pain. The pain had been so severe that he required a morphine drip. 12/11 - one hour after pca pump was initiated, the patient was cyanotic and unresponsive. Code blood was called. Patient was ventilated, narcan IV push given, and patient transferred to intensive care. 12/12- patient returned to floor. Diagnosis: transient, unresponsive episode; near respiratory arrest. Patient received 34cc or 170mg of morphone over 1 hour. Pca program checked with two (2) rn(s) prior to and after patient reaction. Pca pump stated 4mg given. Pca pump was tested by the facilities' bio-med department, no identified problem. Pca pump will be returned to manufacture for evaluationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.